Manufacturer narrative:
The initial pump exchange on (B)(6) 2015 was reported under medwatch MFR# 2916596-2015-00461. Approximate age of device - 40 days. The device was returned for investigation. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The attached user facility medwatch report was received from the (B)(6) registry. The user facility number was not provided. (B)(6).

Event description:
Additional information was received from the (B)(6) registry stating: the patient was seen in clinic. Ldh 715 with power spikes noted in history. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: none. Thrombus event: intravenous anticoagulation. Thrombus event confirmed: no. Device malfunction: yes. Patient outcome: exchange. Device malfunction causative factor: no cause identified.

Manufacturer narrative:
The report of suspected thrombus was confirmed based on the evaluation of the returned device. Upon disassembly of the returned pump, examination of the outlet stator revealed a large non-laminated deposition situated in between the outlet bearing ball and the stator blades. The lack of laminated layering indicates that the deposition did not develop in the outlet stator. However, the deposition appeared to have evidence of denaturing and contact marks were found on the outlet bearing cup suggesting that the deposition was present while the pump was in operation. Examination of the remaining blood-contacting surfaces revealed no depositions. Although its origin and a duration of time for which it was present in the outlet stator could not be conclusively determined, the deposition found would have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. The deposition would have also created additional resistance on the spinning rotor, potentially contributing to the reported elevation in power. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device and had a pump exchange on (B)(6) 2015 after approximately 2 years of support for elevated lactate dehydrogenase (ldh) levels and sub-therapeutic international normalized ratios (inr). It was reported that the patient was admitted on an unspecified date in (B)(6), also for elevated ldh levels in the presence of sub-therapeutic inr (1.4) and that device thrombosis was "noted". The patient was treated with bivalirudin. The patient underwent a subsequent pump exchange on (B)(6) 2015 to another manufacturer's device. No additional information was received.